Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, three staple guns used in a laparoscopic sleeve gastrectomy failed to work properly. They would not open and release the cartridge to exchange for a new one. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.